Event description:
The facility reported that the resident was being lowered into a chair when the hanger bar lowered onto both arms of the chair, causing the disengagement of the combi attachment, which fell onto the residents' chest. The resident was examined by the staff doctor, but no injuries were reported. (B) (4)